Event description:
Additional information received reported that the patient¿s managing hcp said that the x-ray showed that everything was fine and they couldn¿t see why the patient would be getting shocks. The patient had a second x-ray the week before they ended up having the device removed, and that showed that it was turned halfway. The patient¿s family member believed this indicated that the hcp made the pocket too large. After they took the x-ray the hcp said it was slightly turned when they took the first x-ray, however told them it was not enough to worry. The hcp told them they would send the explanted device back to the manufacturer for analysis; however the hcp doubted they would hear back from the manufacturer because if there was something wrong and it was an interstructural thing they would keep it. When the patient went to get their allergy shots the week before they explanted the device, the patient was crying because it was shocking them so bad and they couldn¿t handle it anymore. The first 2 days the patient¿s pressure went down from hardly being able to stand it to a 2. The manufacturer representative reprogrammed it and it worked fine for 2 or 3 days and then it started shocking again. They notified the manufacturer representative again and they shut the stimulation off from then on. Th e shocking kept getting worse and worse even with the stimulation off. The device was removed on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that in (B)(6) 2014, the patient was responding to their trial and had less frequency and less pressure to void. Subjective improvement was approximately 50 percent, but there was greater than 50 percent objective improvement. Two days after implant the patient began getting shocks really bad. They met with the person that programmed the device and they turned it down, but it still shocked the patient. On (B)(6) 2014, the patient came in for reprogramming. The patient occasionally had shocks to their back at the device site when they sat back in a chair or lied flat on the bed. The battery site was noted with steristrips and the incision looked well approximated and the patient denied pain with slight pressure over the site. The lead site was also noted with steristrips and there was no redness noted. The patient still had pain from surgery and was taking medication. The impedances were checked and they were within normal limits. The pressure the patient felt prior to having the device implanted was still improved. The patient was very sensitive to the slightest increase in amplitude and programs 1 to 4 were assessed for appropriate sensation. The sensations were felt vaginally or to the perineum and the pulse width and rate were adjusted on a couple of programs to assess if this eased the shocks. In (B)(6) 2014, the patient was doing well since the adjustment of their stimulation down to a lower level. The patient¿s symptoms included urgency. The patient would follow-up in 3 months to check continued response and the wound looked good. On (B)(6) 2014, the patient came in for their device or therapy problems. The patient¿s mother turned stimulation off earlier this week per instructions from their registered nurse (rn). They still had the shock feeling and now had pressure, and the shock sensations had greatly improved until this week. The patient felt like the device had migrated and the prescribed hydrocodone was not controlling the patient¿s pain and the patient was frustrated. The patient had a muscle spasm of the back, sensory urgency, and mixed incontinence urge and stress. The patient would follow-up with their hcp on (B)(6) 2014 and they likely needed the device removed since it was off and still caused discomfort. The device was imaged and the electrode position was un changed. It was clarified by the hcp that the device was explanted on (B)(6) 2014. There was a 50 percent or greater symptom reduction. The components involved in the event were the ins and lead and the patient complained of shocking sensation, beginning 3 days after implant. The action taken to resolve the event was removal. The cause of the event was not determined and it was unknown if it was device related. The patient recovered without permanent impairment. The patient¿s friend or family member wanted to know if the device had arrived at the manufacturer¿s analysis lab. The patient was now doing a thing on the ankle and it seemed to be helping them. The manufacturer representative accidentally put the box of stuff back with their other return boxes, thinking it was empty. They would drop it in the mail today and the device would be received on (B)(6) 2014.

Event description:
It was reported that the experienced a shocking sensation from their implantable neurostimulator (ins). Specifically, the patient had the ins put in last wednesday and 3 days later (on friday) the device had been shocking them when they leaned back on a chair. The patient kept a pillow behind them which helped them with the shocking. There were no reported falls or accidents since the ins was implanted that were associated with the issue. The patient had an x-ray done yesterday morning. It was noted that the patient¿s healthcare professional (hcp) was out of the office until next week friday and that they had met with the manufacturer¿s representative when the ins was out in. The patient stated that they had a return of their symptoms (¿bladder pressure¿) when they turn off the ins. They also mention that the ins device worked ¿very good¿ for them but that they did not like the shocking and was afraid of the risk of infection. There were no further interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that when the device was initially implanted it relieved the pressure sensation that the patient was feeling. It was noted that the patient started experiencing the shocking the day after the implant and had their stimulation adjusted. The patient experienced the shocking again so they called a manufacturer representative on (B)(6) and were instructed to turn their implantable neurostimulator (ins) off. The patient was still feeling shocking with the stimulation off. The patient tried calling their doctor but had not heard back. The shocking sensation felt like little bee stings in the patient¿s back area where the ins was located.

Event description:
It was later reported that the patient was getting 50% or greater symptom reduction. The cause of the event was determined. The component involved with this event was the programmer, the patient was reprogrammed and interstim was decreased. An x-ray was performed and the result was reported as negative. It was reported that it was not device related. The patient outcome was reported as patient recovered without permanent impairment.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly.

Event description:
Additional information received reported that they took an x-ray 10 days after implant and the patient was told everything looked fine. The patient was in a lot of pain before the device was taken out because they kept getting shocks. The patient went to their hcp¿s office and was told to go to the emergency room (ER). The ER couldn¿t do anything, so they went to a different hospital and they advised that the device was definitely off. The first 2 days the device worked great. The patient was currently seeing a different hcp and was getting treatment with a needle in their ankle, which was working pretty good.

Event description:
Additional information received reported that the patient elected to remove the system due to a shocking sensation of unknown origin despite great symptom relief. The patient¿s hcp reported that all product was fully removed without complication and they provided the paperwork, documentation, and device to send for review. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0krnf, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.